Manufacturer narrative:
The device was not retained and there are no photos available for eval. A review of the device history records could not be performed as a lot number for this incident was not provided. Of note, the reporting facility stated that they believe that there was no problem with the syringe itself but that the cannula may not have been securely attached or the cannula may have been occluded and then detached from the syringe when pressure was applied for irrigation. Conclusion: without a sample, a root cause for this incident could not be determined. (B)(4).

Event description:
The pt underwent surgery to remove a fragment of his own lens that was still in place following his initial cataract surgery. While his corneal wound was being irrigated with sterile saline with a 3ml luer lock syringe, the cannula tip came off and went into the anterior chamber of the pt's eye, through his iris and sclera. The cannula was removed and accounted for. The pt underwent surgery to open his conjunctiva and lightly cautery for hemostasis was performed.